Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm monopolar curved scissors (mcs) instruments jaws were misaligned resulting in poor engagement. The customer used backup instrument to resolve the issue. The customer noted fragment fall into patient (ffip) is unknown. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and was found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.